Event description:
Customer reported having a blood glucose level of 46 mg/dl and treating it with juice. Customer was able to raise her blood glucose level to 192 mg/dl and went to administer a correction bolus. Customer stated that the bolus should have shown as a 2 unit correction, but only instructed her to administer 0.7 units because 1.3 units had already been administered. After bolus, customer's blood glucose level was 164 mg/dl, at which point she administered an additional 1.3 unit bolus. Customer brought her blood glucose level down to 99 mg/dl. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).